Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned- reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 01-aug-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from results obtained of 154, 183, 273, 68 and 61 mg/dl. Customer is comparing results to another device; actual meter to meter comparison results were not provided. The customer¿s expected blood glucose test result range is 100-110 mg/dl fasting am. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 04/30/2026 and open vial date was not provided. The product is not stored according to specification (bathroom). The customer did not have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a back to back blood test was not performed by the customer. The meter memory was reviewed for previous test result history: result 1: 154mg/dl , date: (B)(6), time:8:26a fasting; result 2: 183mg/dl, date: (B)(6), time:8:24a fasting; result 3: 273mg/dl, date: (B)(6), time:8:24a fasting; result 4: 68mg/dl, date: (B)(6), time:4:11a fasting; result 5: 61mg/dl, date: (B)(6), time:5:00p non-fasting.